Manufacturer narrative:
The device in these cases is not expected to be returned. No photographs were taken of the device. The device history records were reviewed and proper materials and methods of manufacturing were utilized. The complaint database was reviewed and found similar complaints for this product family without evidence in trend.

Event description:
Needle punctured aortic root during transseptal puncture. The curve of the needle is designed to lead needle tip away from aortic root. In four pts, cardiac tamponade occurred requiring invasive intervention (pericardial drain) and extended hospital stay, including time in coronary care unit.